Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.